Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent peritoneal dialysis (pd) cauterization due to euremia on (B)(6) 2018, and had a regular pd treatment. Almost one year and 11 months after, the pd tube was found to be leaking. Pd extubation was done, and reinsertion was performed. There was no reported patient outcome.